Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed leakage at the union between shell and patch. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Possible causes of deflation of tissue expander include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor cpx 4 breast tissue expander 650cc and experienced deflation on the right side. As a result, the patient underwent removal and replacement with a mentor cpx 4 breast tissue expander 650cc, catalog number: 3548315, serial number: (B)(4) on (B)(6) 2019.